Event description:
Five patient samples with discrepant ise results. Initial sodium gave 95 mmol/l; repeat gave 136 mmol/l. Initial potassium gave 2.4 mmol/l; repeat gave 3.5 mmol/l. Erroneous results were not reported. The field service representative determined the cause to be due to a missing o-ring in the ise mix-tower and replaced o-ring. Performance tests were performed.

Event description:
Five patient samples with discrepant ise results. Patient 3, initial sodium gave 45 mmol/l; repeated twice giving 140 and 142 mmol/l. Initial potassium gave 2.7 mmol/l; repeat gave 3.9mmol/l. Pt 4, initial sodium gave 61 mmol/l; repeat gave 128 mmol/l. Initial potassium gave 1.1 mmol/l; repeat gave 4.2 mmol/l. Patient 5, initial potassium gave 2.9 mmol/l; repeat gave 3.9 mmol/l. Erroneous results were not reported. The field service representative determined the cause to be due to a missing o-ring in the ise mix-tower and replaced o-ring. Performance tests were performed.

Event description:
Five patient samples with discrepant ise results. Initial sodium gave 89 mmol/l; repeat gave 131 mmol/l. Initial potassium gave 3.3 mmol/l; repeat gave 4.7 mmol/l. Erroneous results were not reported. The field service representative determined the cause to be due to a missing o-ring in the ise mix-tower and replaced o-ring. Performance tests were performed.